Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the recharger came out of shipping mode but even after sitting in the dock for an hour, the green battery indicator lights are blinking up and down. Caller stated the lights blink in this fashion whether recharger is in or out of the docking station. Ts (tech support) attempted to have caller reset recharger but no tones were heard and as long as the caller was holding down the buttons, the battery lights would go off and then a few seconds later would start blinking up and down like they had been and then go off and then come back on blinking as before - as if they were on a cycle. The issue was not resolved through troubleshooting. The caller was redirected to return recharger to repair and contact customer service for replacement.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. But does not response to a button press hard reset. When placed on the dock, but does not charge, only draws 23 ua, and battery leds cycle continuously. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.